Event description:
It was reported that revision surgery was performed due to elevated metal ions and soft tissue reaction.

Event description:
Pain, weakness of the legs and hips, tissue damage, necrosis, exposure to metal debris and fluid accumulations around the hip reported.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.